Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of a device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Visual and functional evaluation were done and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco lobectomy procedure, on the third firing, a cracking abnormal sound was heard, and upon checking the staple line, it showed that staples were formed without problem, but staples did not form part when the specimen was checked. The procedure was completed with another device. There was no patient injury.